Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device closed around cystic duct and would not release once closed. The device had to be cut off the duct. Unk how case was completed. Unk pt consequence. Additional info was requested however, the contact indicated he could not help us if we did not have the pt name or ID number.

Manufacturer narrative:
Date sent: 07/15/2009. Info anticipated, but unavailable at this time.